Event description:
Related manufacturing reference: 2182269-2018-00107, 2184149-2018-00144, 2184149-2018-00145. During an atrial fibrillation ablation procedure a cancellation occurred. While ablating in the left atrium, approximately 1 hour into the procedure, an impedance of 999 was displayed on the remote control and the generator. Additionally a "pop" was felt by the user from either the catheter or the sheath within the patient. The sheath and the catheter were examined for abnormalities. The sheath was noted to be difficult to maneuver but no visible abnormalities were observed. The impedance from the generator however did not improve and the case was cancelled. The patient was stable.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing and microscopic inspection of the distal tip revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported procedure cancellation could not be confirmed.